Manufacturer narrative:
(B)(4).

Event description:
Rep unable to interrogate the device. He had green lights on the programming wand but device would still not interrogate. Rep attempted to interrogate device again two days later and was still unable to interrogate the device. Device remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(6) 2017 - received a final analysis for the returned product. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. At a next step the device was interrogated using a clinical programmer, however, an interrogation was not possible, confirming the clinical observation. Therefore the pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The therapy functionality of the device was fully available. Subsequently the pacemaker was re-initialized and afterwards the device could be properly interrogated showing no anomalies. The battery status was found to be larger than 85%. The therapy functions were re-tested and proved to be still fully available. The memory content of the pacemaker was inspected. The inspection revealed that the clinical observation resulted from an invalid memory content which caused the pacemaker to not to be recognized by the programmer device. No other peculiarities were noted during the inspection. The device was monitored for several days under different temperature environments without peculiarities. The pacemaker behaved normal and as expected. The clinical event did not re-occur. In conclusion, the clinical observation was confirmed upon receipt of the pacemaker. However, the therapy functions of the pacemaker were still absolutely available. The pacemaker proved to be fully functional and could eventually be interrogated after reinitialization. The analysis revealed that the clinical event resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. External influences such as strong electromagnetic fields could be taken into consideration.